Event description:
Device 1 of 2. Reference MFR report #1627487-2013-00503. The pt (australia) was implanted with two percutaneous leads from different lots for an scs trial. The day following implant, the pt reported having a constant headache and pain through his shoulders. The reported discomfort was said to decrease when the pt was in an reclined position. The most recent diagnostic test found no issues with respect to impedance. There were no concerns of a dural puncture or leak from the physician. Bed rest and an increase in fluid intake were ordered for the pt. The trial leads were explanted on (B)(6) 2013. Follow-up on this matter found that the pt's headache and pain have since dissipated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.